Event description:
Acct. Reports that he thinks the male adapter has had some changes and that the dimensions are smaller than they used to be. States when the male adapter is inserted into a stopcock and then fluid is injected, frequently the extension set "pops" off. States they have been using this set in this way for a "long time". States when they used an older set (such as lot number r122309r), they noted that the fit was much tighter. No serious injury to pts reported.